Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 349-392 mg/dl. During a pump system check, it was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue, and insulin delivery was resumed.